Manufacturer narrative:
Continuation of concomitant products: product ID: 4024-58 lead, implanted: (B)(6) 2001; product ID: addrl1 ipg, implanted: (B)(6) 2012; product ID: 305u227 tissue valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became suddenly lightheaded and short of breath while putting up the christmas tree. The right atrial (ra) lead had an abrupt increase in impedance and the impedance measurements were now high and undefined. The lead showed extensive noise that was suggestive of a fracture. It was noted that daily weight lifting may be the cause of the fracture. The lead was explanted and replaced. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.